Manufacturer narrative:
H3, h6) a software analysis was performed. Logs showed the user imported the patient and went through the registration task where the user registered the patient three times. Apart from this, the logs did not capture any anomalies related to the reported behavior. The provided archives did not capture the planned data and registration pattern to check for entry location and collected trace points. The information provided was insufficient to determine whether a software anomaly contributed to the reported inaccuracy. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, version #: 2.3.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site switched to a different navigation system after experiencing some issues with another, but experienced an alleged inaccuracy. They were able to register the patient using a non axial scan. After registering the surgeon felt off by an unknown amount and distance. Surgeon aborted navigation use. Patient present. 30 min delay. Patient's surgery was rescheduled.

Manufacturer narrative:
Correction: d11 coded for the user error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The amount of inaccuracy was estimated 5mm. The most likely cause of the issue was user error I nvolving the system being too close to the emitter.